Manufacturer narrative:
Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.00/1.0/157 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. It was reported that lens repositioning was performed due to refractive surprise. Per surgeon rotation went well, no problems encountered, patient noticed instantaneous improvement post op. Per updated information toric markings are @ 98 rather than 103, the surgeon states " 5 degree out is minimal. It shouldn't be significant. I'd wait and review monthly." The cause of this event was due to user error (typing error), the axis entered was incorrect. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).